Event description:
It was reported that the patient presented in the ER after receiving inappropriate therapy. Fracture was observed on the pace/sense portion of the lead. The lead was capped and a portion was returned for analysis.

Manufacturer narrative:
Analysis found the sensing coil fractured close to the crimp sleeve due to fatigue.